Event description:
Clinical information: crd_964 - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 20mm amplatzer amulet left atrial appendage (laa) occluder was successfully implanted in a patient. The patient had a left atrial pressure of 6 mmhg and had normal sinus rhythm at the start of procedure. The patient was administered heparin for procedure and had a minimum activated clotting time (act)level of 272 seconds and a maximum act level of 272 seconds. The location of the transeptal puncture was 2.27cm posterior inferior from the aortic valve and 3.28cm to mitral plane. There were no recaptures of the occluder noted during procedure. There was no exchange of multiple wires or delivery sheaths. There was no wire ever placed in the left atrial appendage. The patient was administered 4000 ie of protamine. On 31 july 2024, it was noted that the developed chest pain. A transthoracic echocardiogram was performed and revealed the patient had a small pericardial effusion. The decision was made to start the patient on 3 month regimen of colchicine. The caused of the patient's pericardial effusion is attributed to the 20mm amplatzer amulet (laa) occluder. The stabilizing wires are reported to have caused irritation to the patient left atrial appendage/heart. The patient was recovering at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that the patient experienced chest pain after three weeks of amulet device implant and echocardiogram revealed a small pericardial effusion. The cause of the patient's pericardial effusion is attributed to the amulet occluder as the stabilizing wires were reported to have caused irritation to the patient left atrial appendage/heart. The amulet occluder was reported to be successfully implanted in the patient without any recaptures or placement of wires in laa during procedure. Information from field indicated that the patient was administered heparin for procedure and had a minimum activated clotting time level of 272 seconds and a maximum act level of 272 seconds (in therapeutic range). The device remains implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information available, it is difficult to determine with certainty the exact cause of the reported event, including whether the amulet¿s stabilizing wires contributed to the pericardial effusion. The cause of reported patient effects pericardial effusion and angina could not be conclusively determined. The reported medical intervention was due to patient being started on 3 month regimen of colchicine. The patient was reported to be recovering. There were no complaints associated with any other devices from the lot. Based on the information received, there is no indication of a product quality issue with respect to labeling design or manufacturing of the device.